Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08038. It was reported that rotawire was fractured and vessel perforation occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified circumflex artery (cx). A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, ablation was performed toward the left anterior descending artery (lad) using a 1.75mm burr and a 2.00mm was used as a size up. Then the calcified lesion was successfully removed. The physician performed ablation at a 270 degree bend of severe calcification located in the circumflex artery using a 1.75mm burr without any issue. During the last attempt to ablate, the wire fractured and got separated thus causing the burr to perforate the vessel. A non bsc device was used to control the bleeding. The detached wire still remains inside the patients' body and a follow up procedure was planned to remove the detached wire. No further patient complications were reported.